Event description:
A customer reported receiving an error message on his locked freestyle meter. The device was returned and during the course of the investigation, it was discovered the meter was now unlocked. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found oum to be selectable. Customers and retailers have been informed through the fa16may2006 letter.